Event description:
Reportable based on device analysis completed on 18oct2023. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 20cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.